Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator failed oxygen (o2) sensor calibration. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.